Event description:
A female patient was admitted for a leep (loop electrosurgical excision procedure), which uses an electric current passed through a thin wire loop to remove abnormal tissue for the treatment of cervical dysplasia. The lletz loop electrode was used as a ground with a valleylab generator, which was being operated at levels no greater than 55 watts. The ground wire broke during the procedure. There is no history of issues involving breakage using the lletz loop electrode. The ground wires were replaced and the device functioned as expected. There was no patient injury or measurable delay in treatment.